Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. The field service engineer (fse) cleaned the latch on the tower door to restore functionality. The micro switch was found to be dirty and improperly crimped and it was cleaned and corrected. The device was then inventoried and tested without any issues. No further problems were observed. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, one of the doors failed and continued messing up and unable to recover, which located on hh n6ld. The customer attempted to reboot the station and tried to recover the door, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.